Event description:
The manufacturer received information alleging service required message was on the display. There was no report of patient harm or injury. Medical intervention was not specified. The device was returned to the product investigation laboratory for evaluation. During the investigation, the manufacturer observed evidence of liquid ingress with a contaminant consistent with mineral deposits on the water tank lid. An unknown dust contaminant and hair-like particles were observed on the water tank seal and the water tank. An unknown dust contaminant was observed on the ui display bezel. The ui ribbon cable was observed to have a corrosion on it. An unknown dust contaminant and hair-like particles were observed on the top enclosure, along with evidence of liquid ingress with a contaminant consistent with mineral deposits. An unknown dust contaminant was observed on the center enclosure. Evidence of liquid ingress with a contaminant consistent with mineral deposits was observed on the iso port. The q2 of the pca was observed to have had a thermal event, and corrosion was observed on other areas of the pca, likely due to liquid ingress. A white dust contaminant and hair-like particles were observed on the inlet/outlet seal. Hair-like particles were observed on the blower box and bottom enclosure. An unknown dust contaminant was observed inside the inlet of the blower box, on the blower, blower seal, and blower box. Evidence of liquid ingress with potential mineral deposits was observed on the heater plate, heater plate spring, and bottom enclosure. The manufacturer was not able to confirm the complaint of a service required message but confirmed that the device was shutting off and rebooting. The device has been scrapped.